Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced stimulation in the wrong location. It was later reported that the patient only received stimulation coverage in approximately one-half of the area of the right leg where pain was located. The associated pain was noted to be "unbearable." Two weeks after implantation, the lead had moved and the patient had to have surgery to reposition the lead. There was no information provided related to the patient's outcome. Additional information was requested, but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.